Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder procedure the device leaked on the hardware. No backup device was available causing a 2-hour delay. No patient injury or complications were reported.